Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed speaker. This event occurred at biomed shop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing a speaker failure was reproduced through troubleshooting of the device. Visual inspection did found the speaker wires were not properly connected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose speaker wires. The speaker requires reconnection to address this issue. Should additional relevant information become available, a supplemental report will be submitted.